Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign objects coming out of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the foreign objects coming out of the distal end, the cause was due to the clogging of the balloon water tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.